Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental report. Method, result, and conclusion codes will be made available following an engineering evaluation.

Event description:
As reported on (B)(6) 2013, the surgeon used xia3 for a posterior lumbar fusion from l2-s1. At the six month follow-up evaluation the patient mentioned lower back pain. Subsequent x-rays revealed that both s1 screws are now broken along the screw thread in the vertebral body.

Manufacturer narrative:
Methods: complaint history review; risk assessment. Xia 3 titanium polyaxial screw dia 6.5 x 40 mm was confirmed to be fractured, based on x-rays and photographs. The product was not returned and the lot number was not provided, therefore the manufacturing history could not be reviewed. Patient presented for 6 month follow-up with lower back pain. Subsequent x-rays revealed that both s1 screws were broken along the screw thread in the vertebral body. The most likely cause of the fracture of the screw was non-fusion. Conclusion: because the device has not been returned the exact cause of the event cannot be determined and is likely multifactorial.

Event description:
As reported on (B)(6), 2013, the surgeon used xia3 for a posterior lumbar fusion from l2-s1. At the six month follow-up evaluation the patient mentioned lower back pain. Subsequent x-rays revealed that both s1 screws are now broken along the screw thread in the vertebral body.